Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump had a chipped top case(front lower left corner) and cracked right plunger case(on the side). The syringe plunger not in place was found during syringe test. Error history log review found a syringe plunger not in place error . The root cause of the reported issue was found to be the q1 was broken off from plunger circuit board and glue was broken. Actions were taken to mitigate the reported issue: replaced plunger circuit board and top case. Performed syringe test, power up process and all functional tests which passed.

Event description:
It was reported that the pump had a syringe plunger not in place alarm and physical damage. No patient injury was reported.